Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's defibrillation lead, exhibited shock impedance measurements greater than 125 ohms. In clinic testing revealed high shock impedance measurements in all vectors. No adverse patient effects were reported.

Manufacturer narrative:
An invasive procedure was planned for a future date to check the connections. Should additional information become available this report will be updated.